Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed power pcb assembly and determined that the cause of the reported issue was a capacitor, designator c3. Capacitor c3 was electrically open which then caused the output of an integrated circuit (ic) chip, designator u2, to be only 12 volts instead of 24 volts, which prevented the device from completing the power on cycle.